Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to have the graphic user interface (gui) printed circuit board (pcb) replaced and the software downloaded by a field service engineer.

Event description:
The customer reported the 840 ventilator's display was erratic. The ventilator was not on a patient at the time of the event.